Manufacturer narrative:
(B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump displayed a plunger not in place message during setup. The biomed was able to confirm multiple instances of error. There was no reported adverse event.